Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Phone number (B)(6).

Event description:
It was reported to philips that the device would not turn on, with a solid red x in the rfu indicator and periodic audio chirp. No patient involvement was reported.